Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed multiple kinks along the hypotube. The collar is separated, and the ptfe is still holding the two ends together. The tip is slightly flattened. Microscopic inspection revealed no additional damages. There is blood present in the device. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 08oct2019. It was reported that the tip of the guidezilla was kinked. A guidezilla catheter guide extension was selected for use. During the procedure, it was reported that the tip of the device was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable post procedure. However, device analysis revealed that there was a collar separation.